Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion (acdf) using 4.5x15mm variable self-drilling screws and a cervical plate. During screw insertion, "a strand of titanium alloy thread peeled away from the screw in a spiral fashion". No fragments of the implant remain in the patient and no patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: optical examination of returned metal fragment. The color, cross sectional form, length, and shape of the fragment appears to suggest the bone screw thread crest has been removed from the implant. The fracture surface suggests shearing, consistent with malposition bone screw during implantation. The above observations are consistent with malposition of the implant during implantation.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.